Event description:
It was reported that the patient had an inappropriate shock due to atrial fibrillation. The rate was just above 200bpm into the conditional zone. There was a slight change in the intrinsic morphology. The patient has not been taking their medication. Technical services discussed some programming options, like increasing the conditional zone rate. There were no additional adverse patient effects. The system remains implanted